Manufacturer narrative:
Insulin pump was received with button error alarm and had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, alarms or alarm after change battery due to unresponsive button. Motor passed motor test. Unit had severely scratched lcd window, scratched case, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, button error and an unexpected restart alarm. The customer¿s blood glucose was 427 mg/dl at the time of incident. Customer stated that the insulin pump alarmed motor error and multiple unexpected restart everytime the battery has been changed. Customer also reported to have received a button error alarm in the past. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer confirmed that the insulin pump time was advancing. Customer also reported to have experienced a high blood glucose of 427 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.